Event description:
During the follow-up performed on (B)(6) 2012, smartcheck tests were performed. When analyzing the printout, the user thought that these tests were not executed and/or recorded on the device since the date observed corresponded to the previous follow-up. An enhancement on the smartchecks window interface is required in order to better visualize the results

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.